Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The customer treated with manual insulin injections. The customer reported a no delivery alarm from the insulin pump. The customer was unable to complete troubleshooting because of phone connection issues. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).